Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, after the clip was opened, the nurse checked the device by firing the first clip, and there was no problem with the clipping. The nurse passed the device to the doctor to perform clipping, but no clip was loaded. When taking the device out of the operation field to fire, it could fire without problem. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient.